Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump failed. Customer is in the process for a new pump and requested a loaner pump in the meantime. No further specific information was provided.